Event description:
Caller reported that pump battery was depleting too fast, but it did not lead to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to place the pump into storage mode and return it using a pre-paid label within 10 days. Technical support confirmed that the pump was under warranty and arranged for a replacement to be provided. The customer planned to use an alternate therapy, mdi, to ensure insulin delivery continued without interruption.